Manufacturer narrative:
(B)(4). No further details regarding patient, product or procedure were provided by the reporter.

Event description:
According to the reporter; after an initial successful fire of the device during an esophageal procedure the motor sound of the device seemed louder than expected and the device only moved the knife blade a few millimeters before stopping and without deploying any staples and blue indicator lights illuminated. Replacement of the battery did not resolve the issue however replacement of the stapler handle was successful, which was used to complete the case. The tissue in which the issue occurred was not thick. The cartridge was discarded by the customer at the hospital. The UDI number of the device is not available. The surgical time was extended by less than 30 min. Additional tissue resection is not required. There was no tissue damage. The incision site was not extended. Nothing fell into the patient's cavity. The product did not lock on tissue and was removed from the tissue without damaging it. No bleeding occurred. The patient age is not available. The patient weight is not available.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one idrive ultra powered handle visual evaluation of the handle noted no abnormalities. During functional evaluation, a secondary condition of light sequence to replace handle was discovered. Product analysis suggests the product was used in a surgical procedure. Secondary condition was concluded to be a component error. The observed failure was most likely caused by an internal break in connection on the bldc board leading to intermittent occurrences where the drive motor could not successfully complete calibration. The bldc board has been identified to be susceptible to damage to inter-connects due to heat stress at the solder station. A product enhancement was initiated to prevent the discovered secondary condition from reoccurring. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.